Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "defib fault 78" message and was unable to obtain an ECG signal via the multi-function cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction of "defib fault 78" was observed during initial testing and could not be duplicated. The hv module was replaced as a precaution. The reported malfunction of "unable to obtain ECG" was attributed to the multi-function connector not seated properly to the connector panel. Analysis of reports of this type has not identified an increase in trend.